Manufacturer narrative:
On 14-jul-2016 product investigation results: reporter returned 8 brush heads on (B)(6) 2016. The brush heads were confirmed to be counterfeit.

Event description:
Brush head fell off in mouth [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown fell off in his mouth. He stated the brush head was from a pack of 5, and it was the first time the brush head was used. The reporter stated he was able to spit out the brush head. No symptoms developed. On 23-apr-2016 received follow-up: the consumer reported the brush head used was an oral-b flexisoft brushhead. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head fell off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown fell off in his mouth. He stated the brush head was from a pack of 5, and it was the first time the brush head was used. The reporter stated he was able to spit out the brush head. No symptoms developed. 23-apr-2016 received follow-up: the consumer reported the brush head used was an oral-b flexisoft brushhead. No symptoms developed.